Manufacturer narrative:
Concomitant medical product: d354drg ICD, implanted: (B)(6) 2013. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead was possibly fractured, there was high impedance and high threshold. It was also reported an infection was suspected. The lead was removed, replaced, and no further patient complications have been reported as a result of this event.